Event description:
Event #1 [redacted date]: on [redacted date] am shift, three unused 10ml empty syringes were found with visible cracks in the storage cart in room [redacted number]. They were sequestered from use. [Redacted date] - emailed bd requesting RMA and mailer label. Event #2 [redacted date]: neurosurgery was removing a cerebral spinal fluid (csf) sample proximally from an evd, and as they were suctioning out the csf, it was leaking out of the syringe. Upon further inspection the syringe had a crack in it. [Redacted date] - emailed bd requesting RMA and mailer label. Manufacturer response for 10ml syringes, (brand not provided) (per site reporter) [redacted date] - emailed bd requesting RMA and mailer label.